Event description:
Device 1 of 2. Reference MFR report 1627487-2014-08391. It was reported that during the patient's scs ipg replacement surgery (reference MFR report 1627487-2014-20317) the patient's leads shifted. The procedure was extended for approximately an hour, but the physician was able to reposition the leads to the intended location. The patient is reportedly receiving effective stimulation coverage postoperative.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.